Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the cadd legacy pump produced a cassette not attached alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition with no cosmetic damage or tamper seals removed. The event history log was reviewed and there were "no disposable" messages. The pump was ran in user mode using a 100 ml cassette with flow stop with no issues. The reported issue was unable to be duplicated and it was determined that the medication reservoir was defective. There was no fault found with the returned pump.